Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and capsular contracture (grade iii) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Reason for reoperation: capsular contracture (grade iii) and granuloma. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side "moderate symptomatic encapsulation" noted as capsular contracture, baker grade iii, cyst, "granulomatous reaction of foreign body type," and "thick, internal whitish capsules were removed" upon explant. The device has been explanted.